Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5 event description: it was reported, two ncircle tipless stone extractors from the reported lot number, had issues where the baskets would not open properly. The shape of the baskets were not correct, the basket wires formed an ¿x¿ shape instead of the wires being 90 degrees to each other. The baskets open with two wires very close together. As a result the stone slips out of the extractor. It is unknown if the alleged malfunction occurred in the same procedure or in two procedures. This information was requested from the customer, but they did not know. The procedure or procedures being performed was a flexible ureteroscopy (urs) in the kidney. It was reported that the devices were tested prior to use and there is no indication that the devices were not functioning properly when tested. An additional, same type device was used to complete the procedure(s). No section of the device remained inside the patient(s). The patient(s) did not require any additional procedures due to this occurrence. According to the initial reporter, the patient(s) did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation reviews of complaint history, device history record (DHR), manufacturing instructions, quality control data and the instructions for use(IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. The product specification for the device was reviewed. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Pictures were provided that show the baskets of the devices were deformed, with the basket wires not forming a symmetrical shaped basket where the wires were 90 degrees apart. The issue was reported for 8 devices total, 2 each from 4 different lots. Reference MDR # 1820334-2020-01959, 1820334-2020-01960, and 1820334-2020-01961 for the other reports that were submitted. For each of the 4 lots, no other similar complaints had been reported from different customers. The provided information stated the devices were tested before use. A definitive cause for the issue could not be determined, but since the issue occurred multiple times over different product lots, there might have been procedural related issues that occurred during use. The devices were tested before use, which also indicates a possible procedural issue. But there is not enough information/evidence available to make a conclusive determination of the cause. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. We will continue to monitor for similar complaints this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 19nov2020: the shape of the baskets were not correct, the basket wires formed an ¿x¿ shape instead of the wires being 90 degrees to each other. The baskets open with two wires very close together. As a result the stone slips out of the extractor.

Manufacturer narrative:
PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, two ncircle tipless stone extractors from the reported lot number, had issues where the baskets would not open properly. It is unknown if the alleged malfunction occurred in the same procedure or in two procedures. This information was requested from the customer, but they did not know. The procedure or procedures being performed was a flexible ureteroscopy (urs) in the kidney. It was reported that the devices were tested prior to use and there is no indication that the devices were not functioning properly when tested. An additional, same type device was used to complete the procedure(s). No section of the device remained inside the patient(s). The patient(s) did not require any additional procedures due to this occurrence. According to the initial reporter, the patient(s) did not experience any adverse effects due to this occurrence.